Event description:
It was reported that an intraocular lens (iol) did not look or feel right in inserter per doctor. No patient contact. No other information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, therefore cannot be explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: combination product box "no" was not marked during the initial submission of report. Therefore, this report is being submitted to correct this. Field below updated: section g4: combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 2/8/2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: no complaint lens was received for evaluation. Cartridge tip damage (tear) and cartridge crack (tear) were observed on the handpiece along with plunger rod damage (bent tip). No additional defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The complaint issue ¿dc-lens damaged¿ could not be confirmed because no lens was received for product evaluation. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.